Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high continuous pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the technician, the customer chose not to repair the device. It is unknown, what was the source of the reported issue. Review of the provided device's logs confirms occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high continuous pressure, paw high, check tubing, expiratory minute volume low or respiratory rate low indicates a leakage in the patient circuit or a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the alarms has not been determined.

Event description:
Manufacturer's ref #: (B)(4).